Event description:
It was reported that the patient presented in the clinic due to a heart rate in the 30's. Upon interrogation, the right ventricular lead exhibited significantly increasing bipolar impedance. All other electrical measurements were normal. Programming change had been made; the patient was fine after reprogramming, and would continue to be monitored.